Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after reviewing the pump hours later, the syringe volume had not moved. It was stated the pump was not used for priming. Troubleshooting included having the tubing and other admin sets/supplies for set up intermittently assessed and changing occlusion alarm setting (from default normal to very high) and they have also enabled and disabled flowsentry. Confirmed use of only 1.2-micron low protein binding filters for lipid administration as recommended. There was patient involvement and no harm or adverse event reported ¿ continuing to monitor. The patient is a premature infant of 27 weeks gestation.

Manufacturer narrative:
H2) correction: d4 primary UDI number updated. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.